Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in the oncology unit (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.